Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:(B)(4). 1. Section a. Box 1. Patient identifier please note that the device associated with this report was expected to be returned; however, additional information received from the penumbra sales representative on (B)(6)2020 indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer)? 3. Section h. Box 3: device evaluated by manufacturer? The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Manufacturer narrative:
Please note that the following statement in section h. Box 10./11. Narrative/corrected data was inadvertently missed in the follow-up #01 and is being updated on this follow-up #02 MFR report:(B)(4) . Potential adverse events with the benchmark include vessel spasm, thrombosis, dissection, or perforation are included in the labeling. Therefore, it was determined that the reported vasospasm was an anticipated complication. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra catheter. During the procedure, the physician advanced the benchmark radially without a sheath. It is unknown how many passes were made with the benchmark before a vasospasm occurred. As the benchmark was being retracted, its distal tip stretched. Therefore, the physician advanced the non-penumbra catheter into the benchmark to assist with retraction and the benchmark was removed successfully. It is unknown whether or not a medical intervention was performed to treat the vasospasm; however, it was reported that the vasospasm resolved. The procedure was completed using other devices to access the target vessel via the groin. The patient's medical condition is currently stable. It was reported that the vasospasm was related to use of the benchmark.